Event description:
The facility representative reported a colleague infusion pump with pump failure. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of "pump failure" was not confirmed or reproduced by technical services. Upon review of the event history, failure code 808:02 was the last problem to occur prior to device evaluation and is the determined problem. The quality engineer identified a defective pump head module (phm) as the cause. The phm was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.